Event description:
It was reported screw fractured, unable to remove it from the implant. Implant removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown. PMA/510(k) number not available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown biomet screw was returned. Visual inspection via naked eye and camera magnification identified damage inside the implant. Debris inside the implant, possibly remnant of fractured screw. Device history record (DHR) review could not be performed for the unknown biomet screw since the lot number was unknown. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review could not be performed for the unknown biomet screw since the item/lot numbers were not available. Based on the available information, device malfunction did occur and the reported event was confirmed.